Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples and all no needle clog fail found.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge pen needles the needle was clogged. This occurred approximately 75 times over 2 batches. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported clog during flow check aprox 25 pen needle per box.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1186392; medical device expiration date: 31-jul-2026; device manufacture date: 30-dec-2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge pen needles the needle was clogged. This occurred approximately 75 times over 2 batches. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported clog during flow check aprox 25 pen needle per box..